Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet bionic pancreas was not holding a charge despite daily charging and use of multiple outlets. The device remained functional, and insulin delivery continued. A replacement ilet was received and set up on (B)(6) 2025 without complication. No adverse health effects were reported.